Manufacturer narrative:
Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck and was unable to advance or retract with excessive force. They were able to remove the catheter and replaced it with a new one. No tissue was observed on device. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.